Manufacturer narrative:
It was reported by customer that IV tubing ripped within channel. IV fluid started leaking out down tubing. No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. Due to no sample, or photo, being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that bd alaris pump tubing was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. IV tubing ripped within channel. IV fluid started leaking out down tubing.